Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number. Additional information has been requested; however, no further information is expected as the reporter has declined to provide further details. (B)(4).

Event description:
A doctor reported a case of infection or inflammation following an intraocular lens (iol) implant procedure. Symptoms easily resolved with medication treatment. The lens remains implanted. Additional information was received indicating that the symptoms are improving.